Manufacturer narrative:
The following fields were updated due to additional information: h6: imdrf annex c grid: c13. Investigation summary: one photo was returned by the customer that verifies the customer complaint. No sample was returned for investigation. The customer complaint that the rn noted after several hours of vasopressor infusion being run, the bag remained full, upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow could not be determined due to the product not being returned for failure investigation. A device history record review could not be performed on because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ tubing was kinked. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the rn noted after several hours of vasopressor infusion being run, the bag remained full, upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. Verbatim: "rn noted after several hours of vasopressor infusion being run, the bag remained full. The rate was 60 ml/h with a 250 ml bag, therefore the bag should have required replacement every 4 hours. Upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. During administration the pump was not alarming for occlusion, or empty container. "

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" tubing was kinked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that the rn noted after several hours of vasopressor infusion being run, the bag remained full, upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. Verbatim: "rn noted after several hours of vasopressor infusion being run, the bag remained full. The rate was 60 ml/h with a 250 ml bag, therefore the bag should have required replacement every 4 hours. Upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. During administration the pump was not alarming for occlusion, or empty container."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the rn noted after several hours of vasopressor infusion being run, the bag remained full, upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ tubing was kinked. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the rn noted after several hours of vasopressor infusion being run, the bag remained full, upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. Verbatim: "rn noted after several hours of vasopressor infusion being run, the bag remained full. The rate was 60 ml/h with a 250 ml bag, therefore the bag should have required replacement every 4 hours. Upon investigation, the tubing inside the channel was sealed together in two areas obstructing flow. During administration the pump was not alarming for occlusion, or empty container. "